Event description:
The complainant alleged while defibrillating a pt, the device displayed a "defib pad short" and would not allow device to charge to set energy. The complainant indicated that the clinician was able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.